Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a vitreotome got occluded and broke inside patient's eye during a vitrectomy procedure. When aspirating vitreous with usual parameter, the vitreotome occluded and could not aspirate correctly. The surgeon removed it and tried to unclog it with a syringe. After introducing it again in the patient's eye, a noise was heard. The vitreotome was noticed broken as the blade was unusable. The vitreotome was removed and replaced. The procedure could be completed. No patient harm or broken piece in the eye were reported. The vitreous had usual texture and no foreign body . Additional information has been requested but not received to date.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were five additional complaints for the reported issue. One probe was returned for evaluation for the report of the not aspirating and breaking while inserting the probe into the eye, with a noise present. The sample was visually inspected and was deemed to be nonconforming. The front and rear engine housing is detached. The probe was disassembled and the components inspected. There is approximately 10 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The complaint evaluation does confirm the probe is nonconforming due to the detachment of housing components. The root cause for the separation of components cannot be determined from this evaluation. The most probable reason for the failure would be from mishandling, incorrect assembly, an adhesive problem, or poor transporting of the product. An investigation has been initiated to determine the reason for the engine housing component separation to reduce the frequency of complaints. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).